Event description:
Caller reported potential false positive troponin I (tni) result on triage cardiac panel 25 test kit. Pt presented with back pain between shoulder blades, a little into her chest. She had some shortness of breath. There was no abdominal pain, vomiting or diarrhea, leg pain or swelling. Pt was immediately evaluated upon arrival because she appeared to be in significant discomfort and distress. Chest pain began one day prior to ed visit. Pt sample was positive initially on triage and then was negative on add'l testing both on triage and centaur. CT scan showed no evidence of abnormalities. Did not rule out pulmonary embolus. No cardiac cath or treadmill performed.

Manufacturer narrative:
Investigation pending.